Event description:
It was reported that during a da vinci-assisted thoracoscopic lobectomy surgical procedure, an error 23027 occurred. The customer received phone assistance from the technical support engineer (tse). Tse indicated that the error codes 23027 and 23000 resulted in the inability to manipulate the master tool manipulator - right (mtmr). Tse recommended the customer to power cycle the system, but the issue persisted. The surgeon elected to convert to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable provide information related to the procedure conversion aside from confirming that the patient tolerated the conversion without injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a persistent error fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs and confirmed error codes 23027 and 23028 on the mtmr axis 3. The fse replaced the mtmr to address the issue. After replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the replaced mtm arm involved with this complaint and completed the device evaluation. During failure analysis, the mtm was tested (sine cycle) and error code 23027 was produced and identified along axis 2. The axis 2 potentiometer was replaced on the mtm arm. Following this, the mtm was subjected to further testing and was restored to specification. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure on the mtm arm. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to persistent repeated non-recoverable faults. Fse confirmed the issue and identified a defective mtm arm. Failure analysis confirmed a component failure. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.